Event description:
Patient presented with approximately 90 degree angle in the aortic neck with an ectatic left iliac and mild calcification. On (B) (6) 2009 patient implant of a 25-16-140bl bifurcated device, a 25-25-75l proximal extension, and a 16-16-55l limb extension in the left ectatic iliac, intentionally covering the hypogastric. A 30-day CT showed that the proximal extension was not fully apposed to the aortic wall. On (B) (6) 2010, the patient complained of a tingling in the legs. An ultrasound was performed and it was noted that there was stenosis in the distal aorta and the proximal portion of the cuff was compressed. Angio showed thrombus throughout the aorta to the common iliacs but there was still good flow to the renals. An axillary-bifemoral bypass was performed on (B) (6) 2010 with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient had 90 degree angle in the aortic neck which is off-label per indications for use.